Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided section implant and explant date were not provided.

Event description:
According to the reporter: during laparoscopic inguinal hernia repair, towards the end of the procedure when the mesh was being placed, the mesh did not grip the tissue. The device's appearance was wet but not bloody and reported to have a small defect. A second mesh was opened to complete the case and it worked fine. The wound was closed with a suture. There was no patient injury.

Manufacturer narrative:
The visual examination of the picture shows that the sample was returned in its original commercial box with the IFU but without the blister and the tyvek pouch. The mesh was placed in a plastic bag. The mesh was find rolled up on it in twist and it was contaminated by blood. The textile gt8 was found as expected over the visible entire surface. The mesh was torn less than 3 stitches in one corner. The reported condition was not confirmed expecting the hole for which an excessive manipulation/handling rough is suspected. If information is provided in the future, a supplemental report will be issued.